Event description:
According to the clinical study as reported, volume 19, number 3, june 2009, a series of open splenectomies were performed at various hospitals in a foreign country, between 1999 to 2007. The study reports that a case was converted to open surgery owing to operative bleeding or bleeding of splenic fossa. The report identifies the splenic artery and vein were transected en bloc with the application of linear laparoscopic vascular staplers (endogia, autosuture, or endolinear cutter, ethicon endosurgery). The report did not identify which devices were used in the cases converted to open surgery. Therefore all five reports will be issued.

Manufacturer narrative:
Date initial report sent: 9/18/2009.